Event description:
Tech alleged that the left intermediate side rail is not latching in the up position. Not pt impact.

Manufacturer narrative:
The tech found the latch spring was stuck closed. The tech removed, cleaned and lubricated the latch spring to resolve the issue.